Event description:
When the surgeon tried to grasp tissue with the small grasping instrument, it would not grasp anything and upon inspection it was noticed that there was broken wires in the wrist of the instrument. Instrument was immediately removed.